Event description:
Rptr had this co's implants implanted on 3/18/91, to replace previous implants. She has had some hardening of her breast, imtermittent swelling, discomfort, stinging and burning sensations in her right arm. (*) (same rptr referred to in 1002490 and 1002491.)